Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a separate issue captured in medwatch # 3013756811-2019-23719

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) ranged from 122-195 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.